Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Evaluation found that the nozzle was clogged which restricted the flow. Additional findings include; a new production label was needed. Plastic distal end cover insulation had a megaohm value of zero. The insertion tube had a megaohm value of 3. There was a cut on switch one and two. There was play on the control knob movement. Distal end plastic cover had chips, scratches, and dents. The objective lens was peeling glue and there were small chips on the side which did not affect image. There were three cracks in the light guide lens. There were minor scratches on the insertion tube. The boot protector on grip of the control body was damaged. There were scratches on the scope connector, and the angulation was out of specification. Additional information has been requested regarding this event, but the customer has not responded to any communications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there were air/water flow issues with the colonovideoscope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device was having trouble with inflation. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information omitted from the initial report. Corrected data: during device evaluation, foreign material was also found inside the air/water channel. In addition, the customer provided information on their reprocessing of this device: the device was cleaned, disinfected and sterilized prior to return, the customer could not confirm the source of the foreign material and there was no delay in the start of precleaning. The customer confirmed the air/water nozzle was flushed with water and air and there were no abnormalities in the reprocessing accessories. The customer reported the device was cleaned according to the device instructions and they had no concerns about reprocessing. Additional information: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The foreign material on the scope could not be specified and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.